Manufacturer narrative:
A temporal relationship between the ccpd therapy with the liberty cycler and the reported death event exists however, the details surrounding and leading up to the death event are unknown. Therefore a possible causality cannot be determined. But, the association with the ccpd treatment using the liberty cycler and liberty cycler cassette and the subsequent event of patient expiration cannot be ruled out. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis nurse reported that a peritoneal dialysis patient passed away. The patient was found unresponsive and was taken to the emergency room right away. He was pronounced dead at the hospital. The nurse is not sure if the patient was connected to the cycler or not at the time of expiration. Additional information has been requested.